Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that after implantation of an intraocular lens (iol) implant procedure, a bubble and opacity was noted on the lens. The iol remained implanted as it is not in the patient's line of vision. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).